Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during inspection the allevyn gb multisite ctn 10 silicone was offsetting to the back cover leaving the foam pad without silicone in various areas. It was a delay greater than 30 min. The patient was not injured and the procedure was completed with a smith-nephew back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: we have now concluded our investigation for the complaint received. The device, used in treatment, has not been returned for evaluation. Per reporter, the device is not available to be returned. However, a photo was provided which confirms a relationship between the device and the reported event. Silicone remained on the carrier paper reducing adhesion. Potential factors that can contribute to the reported event include the wound contact layer raw material quality issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. These instances are currently being monitored, with actions being taken to reduce further instances. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.